Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 89 mg/dl at the time of the call. The customer was given food, intravenous fluids, and glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was not wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported that the paramedics broke their battery cap as well as the pump. The insulin pump will not be returned for analysis.